Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they alleged insulin pump was under delivering. Customer reported that they experienced high blood glucose. The customer experienced symptoms such as difficulty in breathing and dry mouth. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer treated with manual injection. Customer reported that the insulin pump was not working for 2 days. Customer performed high pressure test and test was failed. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display noted or bolus delivery anomaly noted during testing. Device functioning properly. (B)(4).